Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture. A new lead was implanted. No additional adverse patient effects were reported. Furthermore, the hospital has the lead.

Manufacturer narrative:
Corrected fields: b1. Adverse event/product problem.

Manufacturer narrative:
Corrected fields: h11. Additional MFR narrative.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture. A new lead was implanted. No additional adverse patient effects were reported. Furthermore, the hospital has the lead. Additional information received indicating that the loss of capture was due to micro-dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted with unknown reason. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b1. Adverse event/product problem.